Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, while the surgeon was inserting the sheath and trocar, the retractable blade sheared off, at the distal portion of the sheath. The surgeon able to retrieve the piece. Opened another one and completed case. No injury.